Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients who underwent spine surgery and were implanted with the depuy spine conduit cage. The following have been identified as the reported complications as per ICD 9 & 10 categorization experienced by the following patients with corresponding intervention: 18 patients had bleeding within index hospital episode. 3 patients had dysphagia within index hospital episode. 1 patient had surgical injury within index hospital episode. 1 patient had urinary tract infection within index hospital episode. 10 patients had radiculopathy within index hospital episode. 4 patients had seroma within 3 months after index hospital episode. 4 patients had dysphagia within 3 months after index hospital episode. 4 patients had surgical site infection within 3 months after index hospital episode. 1 patient had sepsis infection within 3 months after index hospital episode. 1 patient had reoperation within 3 months after index hospital episode. This is for the depuy spine conduit cage. This report is for (1) unknown cage/spacer. This report is 2 of 4 for (B)(4).